Event description:
MFR received a report from the FDA stating that the user of an electric bed had gotten trapped between the bed rail and the mattress. As a result of this incident, the user sustained a broken leg. No malfunction of the equipment was reported or alleged. Several attempts by the MFR to contact the user have not been responded to.